Manufacturer narrative:
It was reported that the optease filter could not be removed because thrombus was clinging to the hook of the filter. There was no patient injury reported. On (B)(6), the inferior vena cava filter optease was deployed in a patient due to pulmonary embolism onset. On (B)(6), the patient came back to have the filter removed, but because thrombus was clinging to the hook of the filter, the physician could not remove the filter. The products will not be returned for analysis as the device remains implanted. A DHR review could not be conducted as a lot number was not provided. Without procedural films for review, the reported retrieval difficulties could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation as was done in this case. Usage of the product other than that indicated in the product's instruction for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explanation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
It was reported that the optease filter could not be removed because thrombus was clinging to the hook of the filter, there was no patient injury. On (B)(6), the inferior vena cava filter optease was deployed in a patient due to pulmonary embolism onset. On (B)(6), the patient came back to have the filter removal, but because the thrombus was clinging to the hook of the filter, the physician could not remove the filter.